Manufacturer narrative:
The capture lp device was left in the patient, however, the pushwire is expected to be returned. When the device is received a supplemental report will be submitted. It was reported that the physician felt resistance during the first and second retrieval attempts and continued to use it. Based on the capture lp instruction for use: if excessive resistance is encountered during the delivery of the mindframe capture lp, discontinue the delivery and identify the cause of the resistance. Advancement of the mindframe capture lp against resistance may result in device damage and/or patient injury.

Event description:
Medtronic received report that the pushwire of the capture lp broke upon the third retrieval attempt. The patient was undergoing a mechanical thrombectomy procedure to treat an acute ischemic stroke due to calcified clot in the left m1 middle cerebral artery (mca). Baseline nih stroke scale (nihss) was 24 with full intravenous thrombolysis given 135 minutes after symptom onset. Three stent retrieval attempts were conducted within the mca in combination with distal aspiration with a competitor catheter. There was report of high friction during the first and second device retrieval. There was no vessel recanalization after these two attempts. The third retrieval attempt was conducted with same technique but with no great friction. However, the physician felt something that "imitate snap of the wire." The capture lp device was unintentionally detached from the pushwire. The capture lp device was reported to have been left in mca. The pushwire was retrieved and will be returned for analysis. The vessel was not recanalized as the thrombolysis in cerebral infarction (tici) remained zero. The patient was referred back to local hospital.

Manufacturer narrative:
The proximal segment of the pushwire was returned for evaluation without the catheters. The pushwire was found to be separated from the proximal end. Approximately 38.0 cm of the distal segment of the pushwire including the stent were found missing. Per the report, the stent was left inside the patient. It was reported that the device is within the left middle cerebral artery (mca) of the patient and the distal part of the pushwire extents from the left mca till the left common carotid artery (cca). There were no kinks or bends found on the returned pushwire. No other anomalies were observed. The broken distal end of the pushwire was then cut and sent out for scanning electron microscopy (sem) analysis. Based on the analysis findings, sem analysis, and the reported event details, the customer¿s report of ¿resistance during deliv/retrieval¿ could not be confirmed as the catheters were not returned for evaluation; therefore, any contributing factors from the catheters could not be assessed. The report of ¿pushwire break/separation¿ was confirmed. The failure mode for ¿pushwire break/separation¿ is consistent with tensile overload failure. It is possible that the ¿high resistance¿ during retrieval may have contributed to the reported issues; subsequently causing the pushwire to separated. However, the cause for the ¿resistance¿ could not be determined. In this event, the user error may have contributed to the reported issues. As per our instructions for use (IFU), the user should: ¿cover proximal marker during retrieval. If excessive resistance is encountered during recovery of the mindframe capture lp, discontinue the recovery and identify the cause of the resistance." "Do not steam shape or use pre-shaped microcatheters for the mindframe capture lp introducer microcatheter because it could damage the device.¿ the lot history record reviewed showered no quality issues. All devices are 100% inspected for damage and irregularities during the manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.